Event description:
It was reported that the right atrial (ra) lead exhibited a sudden increase in impedance into a high range as well as noise, possibly due to fracture. Noise was reproducible with isometrics. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evet summary: the full lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant: e110 ICD implanted 2009-(B)(6).